Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that during a case the imaging system was able to take the initial 2d shots, but when the site went to attempt to take the 3d, it would make a tiny beep and would not spin. The site rebooted the system and attempted several times. The site attempted to take a spin with the footswitch, this allowed a 3d spin to be shot. The site then attempted taking spin with the hand switch again and it worked. Delay in surgery was not provided. There was no impact on patient outcome. Additional information was received. The event caused about an hour delay with multiple attempts at a spin, reboot, and having to freehand screws.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0508: would make tiny beep when attempting to 3d spin a110201: unable to spin 3d d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, serial/lot #: (B)(6) rev. C, ubd: unknown, UDI#: unknown product ID: bi71000194, serial/lot #: (B)(6) rev. E, ubd: unknown, UDI#: unknown product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02027: power supply, starter upgrade kit g02034: hand switch h3, h6: the system was serviced in the field. It was found that there was a damaged hand switch that had an indentation. The rep also found multiple 134 errors in the generator error log. A high-speed starter upgrade kit was installed. A new rotor cable had to be installed. Codes b01, c07, and d02 are applicable. H3, h6: the returned power supply was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned hand switch was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.